Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited a "no disposable, pump won't run" error. Subsequently, a backup pump was used, and therapy was not interrupted. No patient consequences were reported. No adverse effects were reported.